Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd ultra-fine¿ insulin syringe with a damaged plunger, and another syringe with a deformed stopper were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english, "this is a report about two defective products found in a package. One is a white plunger cap that was damaged like melted, and the other is a distorted stopper."

Manufacturer narrative:
H.6. Investigation: customer returned two (2) 29gx12.7mm, 0.3ml bd insulin syringes from lot 0052896. Consumer reported one is a white plunger cap that was damaged like melted, and the other is a distorted stopper. Both returned syringes were examined, and the following was observed: 1 syringe exhibited a disfigured stopper. 1 syringe exhibited a damaged plunger cap and broken plunger rod. A review of the device history record was completed for batch # 0052896 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun not firing correctly.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe with a damaged plunger and another syringe with a deformed stopper were found before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about two defective products found in a package. One is a white plunger cap that was damaged like melted, and the other is a distorted stopper."